Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm without low battery alarm. Customer did not received low battery alarm prior to the replace battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
After battery installation, the device powered up with a blank display due to moisture damage battery connector and internal battery connector. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify unexpected power loss alarm due to the blank display.